Manufacturer narrative:
The field service engineer (fse) performed mechanism checks. He noticed drips coming from two of the rinse tubing mechanisms. He then replaced the affected tubings and another rinse mechanism tubing. He then checked and adjusted the gear pump pressure; checked and adjusted detergent levels; and replaced the cuvettes and the lamp. During the mechanism checks, he noticed an eco-detergent build-up on all of the ultrasonic mixers (usms). He then powered down the analyzer and cleaned the buildup from all of the usms and build-up underneath the usms. He powered on the analyzer and performed reagent registration, several bath exchanges, cell blank, photometer check, and mechanism checks. He performed a 21-cup precision test for the assays with successful results. He performed an instrument operational per precision data and mechanical checks with successful results. On follow-up, the customer performed calibrations and qcs with successful results. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2, ca2 calcium gen.2, and alb2 albumin gen.2 results from about 20 patient samples tested on the cobas 8000 c 702 module. The reporter noted negative and very low creatinine results that repeated higher on their other c702 module. The reporter then pulled the patient samples for repeat and noted other questionable creatinine, albumin and calcium results. Some had auto-verified. The reporter will be providing the results to the medical director to determine if the results need to be corrected. The reporter was able to provide the following examples of discrepant results: the initial results were reported outside of the laboratory. The initial albumin result from the module was 3.3 g/dl with a data flag. The repeat result from the other module was 2.6 g/dl. The initial creatinine result from the module was 0.52 mg/dl with a data flag. The repeat result from the other module was 0.96 mg/dl. The initial calcium result from the module was 7.2 mg/dl with a data flag. The repeat result from the other module was 8.7 mg/dl. The repeat results were deemed correct.  The reagent lot numbers and the expiration dates were requested but not provided.